Manufacturer narrative:
The technician replaced the head hydraulic cylinder to repair the stretcher.

Event description:
Information received indicates the head of the bed is stuck and will not lower.